Manufacturer narrative:
Product evaluation: the lens was returned in a clear liquid inside a specimen cup. The optic is cut in half, typical of insertion and removal. All product and batch history records are quality reviewed prior to product release. An unspecified cartridge was indicated. It is unknown if a qualified lens/cartridge combination was used. A non-qualified handpiece was indicated. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The root cause for the reported patient dissatisfaction could not be determined. The specific issue with the lens was not provided. A malfunction has not been indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A materials coordinator reported that following an intraocular lens (iol) implant procedure, a patient was dissatisfied. The iol was exchanged for another lens one year following the initial implant procedure.